Event description:
Alaris pump infused; 100ml bag fentanyl over 2 hr period. Pump was programmed to infuse at 50 mcg/hr. On (B)(6) 2017, 0500, new fentanyl bag hung/documented in (B)(6), alaris pump programmed to infuse at 50mcg/hr. (Total 100ml.) In (B)(6) 2017 at 0635, pump alarmed "air in line." Upon inspection, rn found bag was dry, pump indicated remaining vol 73.1 ml. On (B)(6) 2017 at 0640, trauma pa notified. Pt had pre-existing et in placed in vent support. Pt was found to be breathing over vent, good volume. Date of use: (B)(6) 2017. Ref u/f # (B)(4).